Event description:
It was reported that the patient experienced multiple vt/vf episodes with no shock delivered. The patient was driving during the event and became unconscious and had a car accident. The patient had to be resuscitated and a tracheotomy was performed. The system was replaced and the patient was transferred to a neurological nursing home. No further information is available regarding the patient's status. The lead was capped.